Event description:
A fasely elevated ctni result of 14.5 ng/ml was obtained on a pt sample. This result was reported to the physician. A second sample of the same pt was retested on the same analyzer and a ctni result of < 0.03 ng/ml was obtained. The original sample was retested and a result of < 0.03 ng/ml was obtained. Although pt treatment was prescribed as a result of the fasely elevated ctni result. There was no report of adverse health caonsequences to the pt. Analysis of instrument data indicated a problem with the sample manager. This is an indication that the most likely cause was a sampling handling issue.